Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the activation button was stuck inside the handle body of the device. The reported condition was confirmed. The manufacturing engineer was notified and confirmed that the product did not meet specifications. The button should self-return and did not. Examination of the device revealed that there were no apparent medtronic manufacturing related causes for this event. The portion of the switch mechanism appears complete and correct; however, the purple button does not return and the device self-keys. The off-the-shelf button assembly appears to return intermittently. It seems likely that something within the commercially available off-the-shelf (cots) switch that is soldered to the circuit board is not working properly and can stick intermittently preventing self-return. A specific root cause for the cots switch button not returning could not be determined. The device was activated during the surgical procedure prior to the button not returning. No trend has been identified for this failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the tactile switch was remained pushed in and did not return to initial position. The device could not seal. There was no patient injury.